Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with corneal erosion in the right eye (od) at one day post op. This was associated with edema and descemet's fold. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of the od of being extremely blurry and uncomfortable. A bandage contact lens was inserted in the od and was to return in 5 days for removal. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20, -10.50 x -.25 x 10, left eye pre-op 20/20, -10.00 x -.50 x 165.

Manufacturer narrative:
Additional information: it was reported that patient was seen on (B)(6) 2018 and presented with ingrowth along inferior flap edge in the right eye 4 weeks post treatment. Surgeon reports it is likely secondary to loose tissue when patient had erosion in right eye. Patient complained of eyes still light sensitive, but improving. Visual acuity was ''tough'' but functional. Patient is being monitored. Bcva from (B)(6) 2018 right eye post-op 20/25 -.50 x -1.75 x 62 left eye post-op 20/50 -1.00 x -.75 x 125 placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.